Manufacturer narrative:
Retrieval of device is not labeled. Separation is labeled. Event eval: still under investigation.

Event description:
Physician was attempting to stent a superficial femoral artery. The vessel was highly calcified. During deployment, the stent sheath separated. However the area the area of separation was not inside the vessel (outside of sheath). The doctor performed an angioplasty with a 5mm x 200mm 018ev3. Unsheathed the stent by pulling the inner catheter portion of the delivery system as the flexor sheath material was broken. An add'l procedure was unsuccessfully attempted with another zilver stent.